Event description:
A caller reported that a sensor error message was received with the adc device. As a result, the customer experienced a seizure and was provided 2 glucose tablets by their spouse for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug and assembly were inspected, no failure mode observed. Sensor was reprogrammed and simvivo test performed and all results were within specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified.